Manufacturer narrative:
Device 4 of 4.

Event description:
Unomedical reference no. (B)(6). Event occurred in the united states. On 08 april 2024 patient,s mother reported that patient had a leaking infusion site. The patient had dislodged their infusion set and the site was coming off and they smelt leaking insulin. After that patient mother tried placing 3 more infusion sets but the adhesive was not sticking. The patient,s blood glucose was 334 mg/dl and was out of range for approximately 3 hours. No further information available.